Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 44-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of alcohol use, induced abortion, spontaneous abortion, parity 2 and multi gravida. Concurrent conditions were listed as adenomyosis, genital bleeding, menses irregular, urinary urgency, dysplasia cervical recurrent and stress urinary incontinence. On an unknown date, the patient had essure inserted. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with vitamin d3 (colecalciferol) as well as surgery (total vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnoses: a. Uterus, cervix and right fallopian tube, total vaginal hysterectomy and right salpingectomy: cervix: chronic cervicitis and nabothian cysts. Negative for dysplasia or malignancy. Uterus. Small leiomyoma. Adenomyosis. Disordered proliferative endometrium, negative for endometrial hyperplasia or malignancy. Right fallopian tube. Fallopian tube without significant histopathologic abnormalities. B. Left fallopian tube, left salpingectomy: fallopian tube without significant histopathologic abnormalities. Clinical history: stress incontinence (female), unspecified abnormal cytological findings in specimens from cervix uteri. Other specified abnormal uterine and vaginal bleeding gross description: right fallopian tube: there is a metallic surgical device within the lumen of the fallopian tube, consistent with an essure device. [Ultrasound scan] on (B)(6) 2022: showed her essure coils are in place, but the uterus appeared to indicate some adenomyosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.